Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a line-blocked alarm had been received. Attempted to resolve it with the current cassette (not an ICU med product), but the alarm had continued. Tubing has changed and performed a fill-cannula of approximately 20 units to verify insulin flow, reconnected it to the infusion site, and the alarm had recurred a few minutes later. Another cleo 90 infusion set had failed to stick the previous week for the same reason, and after insertion, the inserter had pulled the site off during activation. There was patient involvement/ no harm reported.